Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Functional defect electric dermatome electric cable is broken. There was no reported harm or delay. No adverse events have been reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information, as the final submission. The investigation is compete. On (B)(6) 2019, it was reported that the electric cable is broken. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated electric dermatome serial number (B)(4) one time as documented in the vdoc service portal. The last repair was april 13, 2018 where it was reported that the cable protection just under the hand piece does not stay in place and the bearings, spring seal, needle bearing, semi-circle bearings, vespel bearings, motor, and control bar were replaced. This is not a related issue. Product review of the electric dermatome by flextronics on april 10, 2019 revealed that the calibration was out of specifications at the zero setting only. The motor speed was below specifications and the control bar was in the correct position. The width plate screws were missing. The plug harness assembly was damaged. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by flextronics on may 20, 2019 which included replacement of the plug harness assembly, motor, needle bearing, and width plate screws. Electric dermatome, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by flextronics it was noted that the plug harness assembly was damaged and required replacement. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by flextronics it was noted that the plug harness assembly was damaged and required replacement. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.